Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned without any visible blood. Contrast was visible on the core. The black polymer coating and core were separated proximal to the tip ball. The black polymer material at the separation was stretched and jagged. The separated portion was returned. There were two kinks in the core proximal to the separation. There was a bend in the core proximal to the separation. A laser micrometer was used to measure the outer diameter of the guide wire proximal to the separation, which met manufacturing criteria. The inability to cross a lesion can be influenced by physician technique, patient anatomical morphology, and patient disease state. Having the appropriate equipment selected for use, related to the case conditions, can also significantly affect crossing and it is expected that wires with different performance properties would perform differently in crossing attempts. Information regarding the anatomy was not reported, which may have aided in the investigation. A guide wire tip separation of this nature may happen when the tip is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the tip was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. In this case, it was reported that the guide wire buckled, which may have weakened the wire so that when it was subsequently pulled and manipulated the wire separated at the bend. The scanning electron microscopy analysis revealed that the core failure may be attributed to ductile overload at a bend. The additional kinks and bends found during analysis are likely the result of the procedure and/or handling post-procedure as no damage was noted prior to use, which would indicate that the damage was likely not pre-existing. In this case, the separated tip was successfully removed with a snare. Although a conclusive cause for the difficulty advancing and wire buckling could not be determined, the detachment and patient effects appear to be related to case circumstances; however, there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the whisper guide wire was advanced via contra-lateral approach from the right common femoral artery. During advancement through the tibial, the guide wire buckled between the anterior tibial and the posterior tibial. An attempt was made to withdraw the guide wire and the distal tip separated. No force was reported. The guide wire was withdrawn from the anatomy and the tip was successfully snared. Another whisper guide wire was used successfully. The case was prolonged; however, there was no adverse patient sequela. Though requested, no additional information was provided.